Event description:
The pt alleging that their one touch ultra meter was prompting the error 4 message. The pt had been obtaining error 4 prompts for approximately 4 weeks. Two days prior to calling lfs, the pt attempted to test in the morning and the meter prompted an error 4 message. The pt was not feeling well as was experiencing uncontrolled urination. Their spouse contacted emergency services and they was taken to the hospital. Before departing their spouse gave pt cranberry juice, as they believed that their blood glucose level was low. The pt had a normal blood glucose level at the hospital. They were released after 6 hours of being monitored. They were advised to make an appointment with their physician. The pt did not allege harm. There is no indication that the pt experienced injury or medical intervention due to the meter. The pt tested while experiencing symptoms and had a normal blood glucose level at the hospital. Since the pt had a normal blood glucose level, it may be that the uncontrolled urination may have been attributed to another cause. The meter, test strips, and control solution were replaced.

Event description:
The reporter contacted lifescan (lfs) on behalf of the patient alleging that their one touch ultra meter was prompting the error 4 message. The patient had been obtaining error 4 prompts for approximately 4 weeks. Two days prior to calling lfs, the patient attempted to test in the morning and the meter prompted an error message. The patient was not feeling well and was experiencing uncontrolled urination. Patient's spouse contacted emergency services and patient was taken to the hospital. Before departing, his spouse gave the patient cranberry juice, as spouse believed that patient's blood glucose level was low. The patient had a normal blood glucose level at the hospital. Patient was released after 6 hours of being monitored. Patient was advised to make an appointment with their physician. The patient did not allege harm. There is no indication that the patient experienced injury or medical intervention due to the meter. The patient tested while experiencing symptoms and had a normal blood glucose level at hospital. Since the patient had a normal blood glucose level, it may be that the uncontrolled urination may have been attributed to another cause. The customer care representative verified that the approximate room temperature was normal, the patient was using the correct testing technique, and the test strips were in good condition. The ccr walked the reporter through a retest and the meter prompted the error 4 message. Based on the information, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.